Manufacturer narrative:
Additional information was provided in b.2.,b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, it was surgeon loading error not the fault of the product.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was faulty. There was no patient involvement. Additional information has been requested.